Manufacturer narrative:
Neutraclear® is a registered trademark of cair (B)(4). Bd is the authorized distributor of neutraclear® device expiration date: unknown. Device manufacture date: unknown. Investigation summary: an el201 product was not available for investigation and the lot number was not available on this occasion. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample and connecting product in use at the time of the incident were not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the el201 product.

Event description:
It was reported that while using bd neutraclear¿ needle-free connector experienced flow issues, and was clogged. The following information was provided by the initial reporter: neutraclear connector is that the fluid didn't pass properly through the connector